Manufacturer narrative:
(B)(4).

Event description:
It was reported that increase capture threshold was observed. Programming changes were made. The lead remains implanted. The patient received no consequences.